Event description:
Customer alleges that unit overheated patient. No alarm occurred from unit. Baby temp was believed to be 38.9 deg c. Alarm was set to 35.9 deg c. Unit was believed to be in skin mode. Using the reusable probes which are rigid. The unit was set to 35.9 deg c in skin mode.